Event description:
It was reported that after using a glidewire to cross the lesion, a 6 x 90 destination sheath was placed and the omnilink elite balloon expandable stent system was then inserted. There was no resistance advancing the stent system through the artery, but when the omnilink elite device was close to the lesion in the subclavian, after the customer pulled negative on the balloon to prep, it was noticed that the stent had moved on the balloon. The device and catheter were removed together from the anatomy as a single unit. Another omnilink elite stent system was used with no further problems. Arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6fr sheath after the interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second proglide was used to achieve hemostasis. There was no significant clinical delay in the procedure due to the device issue. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: stiff angle glidewire 260cm; sheath: terumo destination sheath 6x90; heparin. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent movement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no similar stent movement incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.